Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the device had to be scrapped as there was a recharging antenna failure (poor recharge quality screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient met with a representative for programming and it didn't work or help. The programming helped with their leg, but not much in the left side of their leg. The representative added two more programs and the new program didn't work. The therapy helped with their back and both legs but they didn't get it on the left side of the back. The patient liked to have higher settings but they were not feeling stimulation in the back. They stopped meeting with their representative because they could not get it right and the representative didn't seem to understand what the patient wanted. The patient also noted that they were getting a message on the controller screen but didn't know what the message meant. The saw a representative at their healthcare provider's (hcp) office for assistance and they reset the controller and the device was working. They noted that it was getting more difficult to charge the implant as it was taking 2 to 3 hours to charge the implantable neurostimulator (ins) and they had to reposition the recharger. They taped up the recharger to their body so the recharger would not move when recharging but that was not helping. There was no damage that the patient could see on the recharger. The recharger became warm sometimes. The patient started charging the implant and the screen showed the passive recharge screen and the numbers were not changing. They held the recharger in the air and the numbers did not change much. The patient was stuck in passive recharge mode. A replacement device was requested.